Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) .the device is not available to the manufacturer.

Event description:
It was reported that during coil embolization of an aneurysm at the bifurcation of the ophthalmic artery, sl-10 and headway 17 microcatheters were placed in the aneurysm, and atlas stent (subject device) was placed for coil embolization using the jail method. When the coil was inserted as the first coil the sl-10 microcatheter was kicked back out of the aneurysm. While retracting the coil, there was a feeling of being stuck in the atlas stent (subject device) due to strong resistance. When the coil was slowly retracted, the detachment part was detached. Thus, the microcatheter was retracted slowly, the coil has also come along with the microcatheter, then it happened to drag and migrate the atlas stent (subject device). A gooseneck used as a medical intervention to retrieve the coil. At that time, because the coil was entangled in the strut of the atlas stent (subject device), the atlas (subject device) was retrieved together with the coil, and the coil was removed in the guide catheter (optimo 9fr). There was some spasm, which may have been caused by the stimulation of stent removal, but it resolved with time. A CT scan was done immediately after the procedure and showed no bleeding. The procedure was completed successfully.

Event description:
It was reported that during coil embolization of an aneurysm at the bifurcation of the ophthalmic artery, sl-10 and headway 17 microcatheters were placed in the aneurysm, and atlas stent (subject device) was placed for coil embolization using the jail method. When the coil was inserted as the first coil the sl-10 microcatheter was kicked back out of the aneurysm. While retracting the coil , there was a feeling of being stuck in the atlas stent (subject device) due to strong resistance. When the coil was slowly retracted, the detachment part was detached. Thus, the microcatheter was retracted slowly, the coil has also come along with the microcatheter, then it happened to drag and migrate the atlas stent (subject device). A gooseneck used as a medical intervention to retrieve the coil. At that time, because the coil was entangled in the strut of the atlas stent (subject device), the atlas (subject device) was retrieved together with the coil, and the coil was removed in the guide catheter (optimo 9fr). There was some spasm, which may have been caused by the stimulation of stent removal, but it resolved with time. A CT scan was done immediately after the procedure and showed no bleeding. The procedure was completed successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. B2 outcomes attributed to ae - updated. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be definitively confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the microcatheter was retracted slowly, the coil was also come along with the microcatheter, then it happened to drag and migrate the stent (subject device). Additional information states that, there was some spasm, which may have been caused by the stimulation of stent (subject device) removal, but it resolved with time. The stent (subject device) was placed for coil embolization, there was no reports of any difficulties during stent placement. Based on the available information it is probable that the microcatheter kicked back out of the aneurysm causing the coil to become entangled in the struts of the stent (subject device), and the subsequent stent migration of the stent during the attempt to remove the microcatheter and coil. It is likely that the manipulation of the stent during migration caused the reported vasospasm. An assignable cause of caused by other will be assigned to the reported ¿stent dislodged/migrated¿ and ¿device interaction with another device¿ and ¿patient vasospasm non-serious¿, as the investigation indicates that another product (coil/microcatheter) caused the issue event.